Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that on (B)(6) 2013 her blood glucose level was 487 mg/dl, on (B)(6) 2013 her blood glucose level was 412 mg/dl, and on (B)(6) 2013 at 6 pm her blood glucose level was 417 mg/dl. Patient's normal blood glucose level was not provided. Patient stated on these days she checked the accessories; no malfunction was detected and she took correction via the infusion device and pen. Patient reported that on (B)(6) 2013 her blood glucose level was 467 mg/dl; she detected that insulin came out of the insulin cartridge/adapter system. Patient discarded the alleged accessories. Patient stated she thinks the infusion device delivers too low insulin. Patient reported she was able to get her blood glucose level under control by herself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.